Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2005. Sought medical attention for redness and swelling at the piercing site 9 days later. An oral antibiotic was prescribed at that time.